Manufacturer narrative:
(B)(4). Batch # r9351e. Investigation summary: the analysis results found that the el5ml device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips were not fed into the jaws during the next actuations of the trigger. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the feed link was noted to be broken, causing the feeding issues. There were 14 clips also found inside the clip track. Possible causes for the damage found could be due to the jaws of the device being restricted during firing, or the device not being fully through the trocar during firing. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Event description:
It was reported that during an inguinal hernia repair procedure, the clips did not come out of the device. Used another device to complete the procedure. There was no patient consequence.